Event description:
Complainant alleged that during a routine check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The device's color cable was replaced as a precaution and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.